Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the blood samples from an unspecified amount of bd nexiva¿ closed IV catheter systems had issues with hemolyzing before they could be processed. The following information was provided by the initial reporter: "customer complained that "nurses have been stating there is an increase in the amount of labs that hemolyze before it can be processed." In addition the customer mentioned that she "got off the phone with the lab director and it does seem like it's a nurse issue." Unfortunately, I do not have any additional information outside what was provided in the complaint form. The complaint was brought to my attention by a family member that works at the xxxxx... The most I know is she was wondering if it was nurse error rather than the product, but she had no way of knowing which. My inclination from the conversation was that it was more so related to faster clotting rather than hemolysis, but that is speculation based on my conversation with her."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood samples from an unspecified amount of bd nexiva¿ closed IV catheter systems had issues with hemolyzing before they could be processed. The following information was provided by the initial reporter: "customer complained that "nurses have been stating there is an increase in the amount of labs that hemolyze before it can be processed." In addition the customer mentioned that she "got off the phone with the lab director and it does seem like it's a nurse issue." Unfortunately, I do not have any additional information outside what was provided in the complaint form. The complaint was brought to my attention by a family member that works at the xxxxx. The most I know is she was wondering if it was nurse error rather than the product, but she had no way of knowing which. My inclination from the conversation was that it was more so related to faster clotting rather than hemolysis, but that is speculation based on my conversation with her."